Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
The returned journey uni femoral, tibial base, and tibial insert were examined visually and microscopically. The purpose of this investigation was to examine the returned components. Our investigation noted that the tibial base had no remarkable features on the superior surface and minimal bone cement was attached to the inferior surface. The tibial insert articulating and inferior surfaces had signs of burnishing and abrasive wear. The burnishing was due to normal articulation of the metal components against the polyethylene insert. The femoral component had scratches on the sides that likely occurred during removal process and bone cement was attached to the fixation surface. The returned components had no features that may explain the issue reported by the patient. The abrasive wear on the insert indicates debris was present in the joint. There was no material or manufacturing defects seen. A review of complaint history revealed a limited number of complaints for the devices/ failure mode. Safety affairs we will continue to monitor the devices/ failure mode for future complaints and investigate as necessary.